Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that the drive support cap was sticking out. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed self test and unexpected alarm error test. Pump passed all operating currents tested with in the spec range and passed off no power test. Unable to confirm motor error alarm and unable to perform displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test due to detached end cap. Motor position encoder error alarm confirmed in history file. Pump received with cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.